Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -7.5/1.0/105 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6)2021 the lens was exchanged for a same size lens due to excessive vault. A horizontal implantation lens was replaced with a vertical implanted one. The problem was resolved. The cause of the event is unknown.

Manufacturer narrative:
This product is not marketed in the us. Device code 1494: off-label use (acd < 3.0mm). (B)(4).